Manufacturer narrative:
(B)(4).

Event description:
Information was received regarding a patient receiving lioresal baclofen with unknown lot number. The dose, frequency, and start/stop dates of therapy were not known. The patient was also taking the following other medications (oral, etc.): baclofen, lamictal, melatonin, miralax, zantac, zonegran, pulmicort, nasonex, diazepam, mylanta, tylenol, albuterol, and ampicillin. The indications for use were intractable spasticity and cerebral palsy. The patient's pertinent medical history included latex allergies, lactose intolerance, cow's milk allergy, grade 3 intraventricular hemorrhage and "hycroceph" ceizures, necrotizing enterocolitis, craniosynostosis, patent ductus arteriosus (pda), asthma, left humeral fracture, scoliosis, small bowel obstruction, pseudomeningocele, and urinary tract infection. The following information was previously reported via manufacturer report # 3004209178-2014-23774. Additional information received regarding this event will be submitted via this manufacturer report. The healthcare provider reported on 2015-dec-23 that during a pump and catheter explant surgery on (B)(6) 2014, a new catheter was attempted to be placed without success due to a sac being collapsed from cerebrospinal fluid (csf) leaking (refer to manufacturer report #3004209178-2014-23774). The patient's family elected not to have the pump replaced and would like to continue oral baclofen only. There were no reported symptoms as a result of the event. The patient recovered without permanent impairment. A supplemental report will be submitted if additional information is received.